Event description:
Patient reported they noticed spot that developed below their gum line on their tooth. Patient says it looks like their tooth has lost enamel or has decayed. Patient provided photos that show tooth discoloration.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.